Event description:
It was reported that patient underwent knee arthroplasty in 2009. During the procedure, the locking bar became jammed in the locking slot of the tibial plate. The surgeon was able to remove and replace the locking bar, however a delay greater than thirty minutes occurred as a result. The tibial plate was able to be used and was left in the patient.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect anti-hcv reagent has generated a discrepant result. In 2009, qc was tested and was within range, later that afternoon the first reagent kit was depleted and the system started using the second kit and 12 patient samples were tested and reported. The following day, the controls were tested and the positive control was negative. The account tested a new reagent kit and retested the controls and the results were in range. The account then retested the 12 patient samples and observed a false negative result. The initial result from the previous day was non-reactive but the retest result the following day was reactive (s/co 5.18). The false negative reported result was corrected immediately. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation - device evaluation anticipated, but not yet begun. Device not yet returned yet. Retained kit testing met all specifications. The customer stated that they observed the positive control out of range low with architect anti-hcv, list number 6c37-25, lot number 70544hn00. Twelve specimens had been tested with the affected reagent kit. The customer returns have not yet been received. As soon as we receive the customers returns, we will open an addendum and perform further investigations. In the mean time we have completed an investigation with in-house material and the results are as follows: in order to assess the affected lot, we tested a retained sample (reagent kit stored at abbott laboratories) of architect anti-hcv reagent, list number 6c37-25, lot number 70544hn00. One replicate of the negative control and positive control and 4 additional replicates of the positive control were tested. The control values were within the specification ranges stated in the respective package insert. For each single replicate of the positive control the s/co values were calculated and reactive results were obtained with values between 3.26 and 3.51 s/co. As part of our investigation we have reviewed the complaint and manufacturing records for architect anti-hcv, list number 6c37-25, lot number 70544hn00. This review did not identify any problems relating to the customers observation. One explanation for the customers observation may be the neutralization of the conjugate component. The architect anti-hcv conjugate component is very sensitive to contamination with extremely small traces of human igg/igm that leads to neutralization. This can cause either calibration failures or low calibrations resulting in out of range low positive control results. For this reason, the customer was instructed to ensure that when handling conjugate vials, gloves that have contacted human plasma/sera are changed and always wear clean gloves when placing a septum on an uncapped reagent bottle. Based on this investigation, we have determined that architect anti-hcv, list number 6c37-25, lot number 70544hn00, identified in the customers complaint, is performing acceptably. This is the final report.

Manufacturer narrative:
(B)(4). Evaluation: retained kit testing met all specifications. Return kit testing resulted in unusually low positive control values but all results were still within package insert specifications. The customers return reagent kit of architect anti-hcv, list number 6c37-25, lot number 70544hn00 was received after completion of our original complaint investigation. The customer observed the positive control out of range low and in addition 12 specimens had been tested with the affected reagent kit resulting in considerably lower s/co values. An additional investigation has now been performed using the customers return material. We tested the customers return kit of architect anti-hcv reagent, list number 6c37-25, lot number 70544hn00 with one replicate of the negative control and five replicates of the positive control. The control values were within the specification ranges stated in the respective package insert, although the results were quite low compared to historical data. For each single replicate of the positive control values between 2.05 and 2.15 s/co were obtained. All rlu values obtained for the calibrator and controls were significantly lower (e.g. 33712 mean rlus for calibrator) than the values obtained in the original investigation using a reagent file kit stored at abbott laboratories or compared to historical data (typically around 280000 rlu for the calibrator). To identify the affected reagent component that triggered the low rlu values we performed a swap-in experiment exchanging the conjugate bottle of the customers return kit by a conjugate bottle of a file kit of the same lot that was stored at abbott laboratories. Three replicates of the negative control and of the positive control were tested. The control values were well within the specification ranges stated in the respective package insert (nc: 0.22 - 0.23 s/co; pc: 3.32 - 3.45 s/co). Furthermore, all rlu values of the calibrator and controls were in the range expected from historical data (e.g. 266752 rlus for the calibrator). The swap-in experiment indicates that the conjugate component of the return kit might have been neutralized by plasma or serum. The architect anti-hcv conjugate component is very sensitive to contamination with extremely small traces of human igg/igm leading to neutralization. This can either cause calibration failures or low calibrations resulting in out of range low positive control results. For this reason the customer was instructed to ensure that when handling conjugate vials, gloves that have contacted human plasma/sera are changed and always wear clean gloves when placing a septum on an uncapped reagent bottle to prevent contamination of the conjugate component. The customer was referred to the package insert for further information on handling reagents. As part of our investigation we have reviewed the complaint and manufacturing records for architect anti-hcv, list number 6c37-25, lot number 70544hn00. This review did not identify any problems relating to the customers observation. Based on our investigation, we have determined that architect anti-hcv, list number 6c37-25, lot number 70544hn00, identified in the customers complaint, is performing acceptably. This is the final report.